Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-nov-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door latch was clicking. The field service engineer found the tower door was double-clicking due to old-style latches. Then the service engineer swapped the old-style latches with new-style latches and the double-clicking issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using then bd pyxis¿ medstation¿ es auxiliary tower, door latch was clicking. The customer reported that the malfunction occurred while the user trying to issue medication to patient. There were no adverse events or injuries reported based on this incident.